Event description:
During the procedure, it was reported that the pipeline was implanted in the ophthalmic segment of the interior carotid artery (ica) with no complications, but it had migrated to the ica terminus several hours post operation. It was reported that the pt was suffering from stroke-like symptoms, but was feeling better as of (B)(6) 2012.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the pt and the pusher was discarded. (B)(4).